Event description:
Omni life science became aware of off label use of our implants on 11/30/2021. A non-omni polybolt was used with omni implants. As a company the decision was made to report as a malfunction.